Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3507400bc, lot #258232, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant 400cc gel breast prostheses when the left breast prosthesis ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 510cc gel breast prostheses on (B)(6) 2018. During explantation surgery, it was observed that the right breast prosthesis had ruptured as well. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with cloudy appearance. Red material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the red material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).